Event description:
The customer reported via phone call that the insulin pump alarmed motor error during reservoir change. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to plastic packaging bag covering the motor slide pad. Motor passed motor test. Device was received with cracked case at display window corner, minor scratched/worn display window.